Event description:
Boston scientific received information that this family member contacted boston scientific in (B)(6) 2013 to report that this patient had died in (B)(6) 2006. According to the family member, the patient developed an infection that spread to the device. The patient died during a procedure to remove the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.